Event description:
An endovascular stent with delivery system was successfully advanced to an unk target lesion site in the pt's body. Upon the initial inflation attempt, it was reported that the balloon catheter would not expand due to a leak in the balloon. In response, an attempt to withdraw the sds was made; however, during the withdrawal of sds, the stent slipped off of the balloon catheter. The guide wire was used to successfully withdraw the stent from the vessel but the stent remained beneath the skin requiring surgical intervention to successfully remove the stent from the pt's body. The pt's condition is reported to be satisfactory. There were no add'l complications reported relative to this event.